Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patient's blood glucose levels declined to less than 80 mg/dl while wearing the pod. Symptoms reported include sweating, chills, fatigue and weakness. The patient reports they had consumed glucose tablets. Once at the hospital the patient was treated with intravenous glucose and given orange juice, crackers and candy.